Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# v841063, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of pain relief and had the device explanted on (B)(6) 2014. The system was replaced. The reason for removal was not due to normal battery depletion. The patient used the system for treatment of pain. There was no patient death and the patient recovered without sequela after the device was removed.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. Device analysis for lead (B)(4) revealed the body conductor was broken at the anchor site. All wires except #1 were broken 25cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.